Manufacturer narrative:
The reported event has been determined to be a post-placement/pre-load failure. This implant loss suggests that the source of the problem was likely to stem from the lack of osseointegration and mobility. Additionally, other factors that may have contributed to the implant failure includes bone condition, patient oral hygiene, overall health or behavior. Proper intended use of the implant is described in its instructions for use.

Event description:
Pain, mobility and inadequate bone quality/bone quantity were reported. Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation ws up to 1 year after prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was performed at the time of surgery. Patient had radiation tx-head area.